Manufacturer narrative:
(B)(4). Dyspareunia. Additional information: the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and sling mesh was implanted. Due to pain, bleeding, erosion and dyspareunia, the patient had the following medical procedures on (B)(6) 2008 a revision of mesh; (B)(6) 2008 a revision of mesh; (B)(6) 2008 a revision and excision of mesh; (B)(6) 2009 an excision of mesh; revision of mesh on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07087. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence in (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.